Event description:
The following information was received from (B)(4) and is a spontaneous report from a consumer with supplemental information from a nurse in the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. During a call with baxter customer services (bcs), the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for uterine prolapse, and had a hysterectomy. On (B)(6) 2012, the patient was discharged. On (B)(6) 2012, the patient was diagnosed with and hospitalized for fecal impaction. On an unreported date in (B)(6) 2012, during hospitalization for fecal impaction, the patient was diagnosed with peritonitis. The cause of peritonitis was fecal impaction. On (B)(6) 2012, the patient was discharged. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment for fecal impaction and peritonitis was not reported. On (B)(6) 2012, the patient was discharged. On an unknown date in (B)(6) 2012 , the patient recovered from uterine prolapsed, fecal impaction and peritonitis. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h11g12049, h11h09050, h11j07085, and h11k01037. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.